Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 586 mg/dl. The customer cleared the alarm without changing the supplies. As the bg increased, the customer changed the cartridge and there was a delay in resuming insulin delivery. The customer administered a correction bolus and then reverted to manual injections for insulin therapy.